Manufacturer narrative:
Visual inspection of the switch components revealed that the switch case had been subjected to a great deal of stress, breaking the restraining tabs. It had been improperly re-assembled, allowing a wire to contact another metal component and emit sparks. We concluded that this report was attributable to misuse on the part of the consumer.

Event description:
It was reported, the switch emitted sparks.